Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath, medium, where leaking hemostatic valve occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath, medium, sheath was leaking from the valve. Caller replaced the sheath, and the issue was resolved. Procedure continued. There was no report of patient consequence. The hemostatic valve was detached from the hub but not from the sheath. The sheath was being used on the patient. No air was introduced into the patient¿s body. The issue did not require percutaneous, or surgical removal. The hemodynamics was not compromised due to bleeding, approximately 10ml of blood was lost. No medical intervention was required to stop the bleeding.

Manufacturer narrative:
On 9/17/2020, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where leaking hemostatic valve occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium sheath was leaking from the valve. Caller replaced the sheath and the issue was resolved. Procedure continued. There was no report of patient consequence. The hemostatic valve was detached from the hub but not from the sheath. The sheath was being used on the patient. No air was introduced into the patient¿s body. The issue did not require percutaneous or surgical removal. The hemodynamics was not compromised due to bleeding, approximately 10ml of blood was lost. No medical intervention was required to stop the bleeding. Device evaluation details: the device was visually inspected, and the hemostatic valve was found dislodged inside of hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, since a microscope testing was performed and evidence of mechanical damage was observed on the hemostatic valve. This damage also suggest that the dilator was tried to be introduced not on a straight position as indicated on the odp (optimal performance guide). According to the odp, there are some precautions on inserting the dilator into the vizigo sheath. - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001227 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. And it appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).